Manufacturer narrative:
The root cause of the complete pull out is likely correlated to use error. The user did not perform the required puncture location step per the IFU to determine deployment depth. An improper deployment depth could cause the anchor to not catch the vessel wall. Additionally, the od of the access site was not reported; therefore, it could not be confirmed if the access site was enlarged past the 14f manta's closure capability. The IFU was reviewed and lists failed hemostasis as a possible adverse event. Risk documentation was reviewed, and this event is a known risk of the device. The occurrence rate of this type of incident remains below risk documentation acceptable limits. The device history was reviewed, and no-nonconformities were identified. Based on the information reviewed, there appears to be no design, manufacturing, or labeling quality issue.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the device failed to meet performance specifications; the device did not perform as intended. This same issue has resulted in previously-reported medical device complaint submissions. Use error has been identified as a possible contributing factor in this event. Deployment depth for the manta vascular closure device (manta) using the device's depth locator was not performed prior to deploying manta. The manta instructions for use states- "puncture location using the supplied depth locator must occur prior to step dilation of the vessel and before the large-bore procedure is performed." 10 march 2020: this complaint was originally evaluated and deemed to be a non-reportable complaint on 11-december-2019. During review for complaint closure, it was noted the reported issue that is the basis for this complaint is an issue that has previously resulted in complaint submission to the FDA. It is for this reason that this complaint with the date of the event recorded as (B)(6) 2019, is being reported.

Event description:
On (B)(6) 2019 at (B)(6) hospital the physician attempted to close a femoral access site following a one-to-two day impella implantation. The physician used ultrasound guidance to determine depth location for deployment of manta 14f vascular closure device (manta). The manta was deployed without issue; however, while pulling the manta back to tension, the entire device easily pulled out of the patient "with no resistance at all". An angiogram was performed and it was reported that there were no obvious irregularities of the access site. A suture-mediated closure device was used to close the access site. One stitch was used for closure, and a balloon of unknown size was then inflated across the access site following suture-mediated closure. Hemostasis was achieved. A post closure angiogram showed successful closure with no extravasation.